Event description:
Paramedics responded to a pt complaining of chest pains. The device was connected to the pt with 3-lead electrodes but, according to the report, no rhythm was displayed on the monitor screen. The report further states that a 12-lead ECG cable to perform a 12-lead ECG was connected to the device, that device power was cycled, and that the cable removed and reconnected to the device, all in unsuccessful efforts to regain the ECG display. A device user test was performed that passed. A backup device was called for and used to transport the pt to the hospital. No adverse affects to the pt were reported associated with the reported incident.